Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that all contacts involving electrode 11 had high impedance values of greater than 40,000 ohms. It was confirmed that the impedances were within normal limits during implant and the post-operative period, and the patient was not programmed on electrode 11. The health care provider (hcp) also reported via the rep that there were no plans to revise the patient at this time. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.